Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard disk drive was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to save pt image data. No pt or user injury was reported.